Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were duplicated during evaluation by troubleshooting the device. System error 345 alarms were verified through a review of the event history log and found to be caused by an out of specification ultrasonic thermistor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump keeps turning off which was not reproduced during evaluation. Improper shutdown messages were verified through a review of the event history log. Visual inspection identified assignable cause as corrosion on multiple internal parts of the pump. The impacted components were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no alarm sound which was reproduced during evaluation and found to be caused by a defective input/output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. Additionally the pump was found to keep turning off and there was no alarm sound. There was no known patient injury or medical intervention associated with this event. No additional information is available.